Event description:
It was reported that customer experienced cgm error and contacted support regarding sensor use. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through complete pump reset, error did not recur after reset, and customer successfully started sensor session, with no additional actions reported.